Event description:
A reporter called to submit a report about her issues with dexcom g7 insulin pump and sensors. She stated she used g6 for a while and started using g7 for the last 6 months. She said g7 is not working properly. She said the reading is always off from 30 points to 100 points. She also said the sensors falls off if she does not secure them with additional adhesive on top of what is provided from dexcom. She said after doing some research she found out that the g7 has shorter needle, and the correct amount of insulin is not delivered. She said she is wearing hers on her thigh, therefore, she needs a longer needle than the g7 has. She is claiming because of this defect and her blood glucose is not regulated properly, she is diagnosed with border line cirrhosis. She said she does not drink excessive drinks other than occasional few drinks. She is also having sleep disturbances because of fear that her blood glucose might go up or down since the device does not work correctly. She thinks her defective insulin pump caused her liver problem. She went on saying that micromanaging her glucose monitor has been detrimental to her life. She has been out of the work force and on disability since she has to monitor of her blood glucose continuously. Ref reports: mw5156520, mw5156521, mw5156522, mw5156523, mw5156524, mw5156525, mw5156526, mw5156527, mw5156528, mw5156530, mw5156531, mw5156532, mw5156533, mw5156553.